Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. The device was returned to olympus for inspection and the reported failure was not confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: peeling cement around lens. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: component failure. ¿ olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the videoscope's 3d image was not displaying. It was not specified during what type of device usage the reported event occurred. There was no reported patient injury or medical intervention associated with this event.